Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury associated with the suspected anterior leaflet tear could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. The first and second clips were implanted successfully. Shortly after deployment of the second clip, it was suspected tissue damage occurred on the leaflets. The procedure was discontinued an mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.